Manufacturer narrative:
Visual and tactile inspection of the catheter hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the device revealed a circumferential tear in the balloon wall near the proximal markerband. The tear was approximately 2 mm long. Microscopic examination of the balloon material at the edges of the tear revealed two scratches at one end of the tear; the scratches were parallel and circumferentially oriented, similar to the tear. The balloon wall thickness appears to be uniform at the edges of the tear. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
This event was initially reported on the 1st quarter, 2009 alternative summary report. It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous renal artery. A non bsc stent was implanted in the lesion and then post dilated with the ultra-soft sv 6.0 /1.5/150 balloon. On the first inflation, the balloon ruptured at two atmospheres. The procedure was completed with a sterling monorail balloon. The patient's status is listed as no problem with no complications reported.